Manufacturer narrative:
During pta with stenting of the iliac artery with 90% occlusion, moderately calcified and little tortuosity, the hub of a 5x10 x 135cm powerflex pro balloon catheter broke off completely due to resistance met when the doctor was withdrawing the balloon catheter out of a 6fr arrow sheath after the procedure. There were no anomalies noted when the device was taken out of the package. The device was pulled from the packaging by the hub no anomalies were noted. The device was prepped following IFU instructions. There was no difficulty encountered flushing the sds or any difficulty encountered connecting the hub to the indeflator device. The manufacturer of the indeflator device is boston scientific. There were no anomalies noted during or after the device was prepped. Access was via the femoral artery. There was no resistance advancing the product to the lesion and it was not torqued or "steered" by the hub. It was also not advanced with the indeflator connected to the hub. There were no noted anomalies after the device was delivered to the lesion. There was no patient injury reported and additional intervention was not required. The device was returned for analysis. One non sterile catheter power flex p3 5.0mm x 10.0cm 135.0cm was received coiled inside a plastic bag. The hub was found separated from the rest of the catheter. The balloon was previously inflated and deflated, no other damages were noted in the device. Functional insertion/ withdrawal test was performed satisfactory without resistance. Sem results showed that probably a force was applied to the device based on the pictures there is evidence of elongations. The connection of the hub with the body presents evidence of saline solution; probably the device was damaged during use. The reported luer hub/separated was confirmed. The reported pta system/withdrawal difficulty-through guide/sheath could not be performed since functional test was successfully performed. A review of the manufacturing documentation associated with this lot was not performed since the lot number was not provided. The reported customer complaint of withdrawal difficulty through the guide sheath could not be confirmed. With the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the withdrawal difficulty through the guide sheath. The reported customer complaint of luer hub separation was confirmed through failure analysis. A review of the information available and failure analysis indicates that force may have been applied to the product as evidenced by elongations noted. Procedural factors may have impacted this event. There is nothing in the analysis or the device history report review to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Manufacturer narrative:
One non sterile catheter power flex p3 5.0mm x 10.0cm 135.0cm was received coiled inside a plastic bag. The hub was found separated from the rest of the catheter. The balloon was previously inflated and deflated, no other damages were noted in the device. Sem results showed that probably a force was applied to the device based on the pictures there is evidence of elongations. The connection of the hub with the body presents evidence of saline solution; probably the device was damaged during use. A review of the manufacturing documentation associated with this lot was not performed since lot number was not provided. The reported luer hub/separated was confirmed. The exact cause of the failure reported could not be determined. The manufacturing records review do not suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. Controls are place in the production line to prevent defective units from leaving the facility. No corrective action will be taken at this time. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During pta with stenting, the hub of a 5x10 x 135cm powerflex pro balloon catheter broke off completely due to resistance when the doctor was taking it out of a 6fr arrow sheath after the procedure. There were no anomalies noted when the device was taken out of the package. The device was pulled from the packaging by the hub no anomalies were noted. The device was prepped following IFU instructions. There was no difficulty encountered flushing the sds or any difficulty encountered connecting the hub to the indeflator device. The manufacturer of the indeflator device is boston scientific. There were no anomalies noted during or after the device was prepped. The device was used in the patient. Access was via the femoral. The target lesion was a 90% occluded lesion in the iliac with little tortuosity. The lesion was also moderately calcified. There was no resistance advancing the product to the lesion and it was not torqued or "steered" by the hub. It was also not advanced with the indeflator connected to the hub. There were no noted anomalies after the device was delivered to the lesion. Additional intervention was not required to prevent patient injury. There was resistance met while withdrawing the device from the guide catheter and through the sheath or introducer guide.